Manufacturer narrative:
The events of mottling and bruising lips, red nose, slightly numb, necrosis, ulcerated and lumpy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with an unspecified juvederm ultra in the lips. On the next day, the pt had developed a "mottling affect and bruising to lips" and "red nose." The pt was reviewed the same day by the healthcare professional and was treated with "hylase, nitrate glycerin, and warm compressions" and "advised to go on aspirin" for a possible diagnosis of necrosis. A day later, the pt had noted that they were feeling better and their nose was "slightly numb." On the same day, pt was reviewed by another healthcare professional who noted that the pt's lip "might ulcerate." Pt also received add'l treatment of hyalase in the nose and around the lip. Three days later, the pt noted to the reporting healthcare professional of their upper lip being "lumpy but not sore" and the area "under the lip along the front of [their] teeth" has become "ulcerated." Symptoms are still ongoing.